Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 300 mg/dl and above. The customer's current blood glucose is 392 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will be returned for analysis.